Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as alleging insulin pump was over delivery. Customer¿s blood glucose level was 54 mg/dl at the time of incident and current blood glucose level was 121 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer stated that the suspend feature was stopped working on the insulin pump. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer troubleshoot was performed for low blood glucose level and over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Possible over delivery anomaly not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The test glucose sensor simulator blood glucose level was lowered, device was monitored, and the alert on low and auto suspend activated properly. No unexpected auto suspend anomalies noted during testing.